Event description:
Implant placed 8/97. It was removed due to pain 1/15/98. One person affected.

Manufacturer narrative:
Originally reported was an r9010-50-13, lot#75971136. The implant was returned, in its packaging: r9010-40-15, lot#75971293, for eval. The implant was clean and met specifications. No medical history review, which can indicate whether any pt health issues are involve, has been received. The implant is not believed to be the cause of failure.